Event description:
A report was received that the patient was having difficulty charging her ipg. The physician confirmed that he intentionally buried the ipg too deep as the fat tissue between the ipg and the outer skin would break down and the pocket would become shallow on its own. The bsn sales representative followed up with patient who reported she was still having difficulty charging. The physician has recommended a pocket revision.

Manufacturer narrative:
Additional information indicated that the physician revised patient's pocket and moved the ipg closer to the surface. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was having difficulty charging her ipg. The physician confirmed that he intentionally buried the ipg too deep as the fat tissue between the ipg and the outer skin would break down and the pocket would become shallow on its own. The bsn sales representative followed up with patient who reported she was still having difficulty charging. The physician has recommended a pocket revision.